Event description:
It was reported that the patient's implantable neurostimulator (ins) was explanted due to a methicillin-resistant staphylococcus aureus (mrsa) infection. It was additionally reported that "all of the other wiring and everything became infected when the stimulator was replaced" and that he was "not doing well." Further explanation stated that the patient had "an extensive infection so they removed the stimulator and all the wires leading to the brain, but the infection had not reached that point yet." It was additionally reported that the leads were "still there and intact." It was also reported that the mrsa infection was "almost taken care of." The patient was redirected to their health care provider. Additional information was requested. A supplemental report will be filed if it becomes available.

Manufacturer narrative:
Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2012, product type: extension. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2012, product type: extension. Product ID: 3389s-40, lot# v197686, implanted: (B)(6) 2009, product type: lead. Product ID: 3389s-40, lot# v197686, implanted: (B)(6) 2009, product type: lead. (B)(4).

Event description:
Additional information received reported that a new device was implanted and the reporter thought this was in (B)(6). The reporter noted that he thought the patient got new leads because they were exposed to infection but said that they 'kept the stuff in the head.' As the leads were implanted in the head, it was unclear if they were explanted or not. It was noted that the patient had been on IV and oral antibiotics. The reporter noted that he thought the infection was all cleared up which is why the patient was implanted again. It was noted that the patient was still going to physical therapy. It was also noted that the patient was better than when he was without the system, but that he was not as good as he was with the prior system. Additional information received reported that the infection was located in the pocket and symptoms were redness, swelling, and tenderness to touch. It was noted that the device was explanted in (B)(6). It was noted the infection resolved and a new device was implanted (B)(6) 2013. It was unclear when the device was explanted and when the new device was implanted, as different dates and timeframes were reported.

Event description:
In addition to the previously reported information, the stimulator was removed after the infection on (B)(6) 2012. It was also reported, ¿it looks like they're going to either put him on hospice or decline reinstalling the new stimulator unless he's thriving a little more than he is.¿ the patient was put in a rehab hospital. This was reported prior to the information that the infection was resolved and a new device was implanted on (B)(6) 2013.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).